Event description:
During a lap cole procedure, two cables smoked and then burned at the base of the connector. Another cable was used for the procedure. Both cables were destroyed. There was no patient consequences.

Manufacturer narrative:
Both cables were destroyed by enduser. Without product, there cannot be a complete investigation.